Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusions errors, which were reproduced during evaluation. A review of the event history log identified downstream occlusion messages. The cause was determined to be the force sensor was out of specification. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The problem occurred in the med surgical department during set up prior to infusion. There was no patient involvement. No additional information is available.